Manufacturer narrative:
The info regarding this complaint was received on (B)(6) 2011, which indicated that an MDR was required.

Event description:
It was reported by a customer on (B)(6) 2011, during the procedure, the fan turned off and then the screen went blank on the laser system. Per the customer, the laser was turned off/on and the fan came on but did not hear any clicks. The customer confirmed the wall voltage was at 203. Per the customer, the laser was turned off/on and re-started; the fan/clicks came on as well as the screen. Also, the customer reported that the procedure was completed with no further issues. No pt injury was reported.